Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the reported issue. The se replaced the breath delivery (bd) central processing unit (cpu) printed circuit board (pcb) to resolve the issue. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that an 840 ventilator went into inoperable condition and stopped cycling. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.